Event description:
Related manufacturer reference number: 3006705815-2021-06500, 1627487-2021-19270. It was reported that during the ipg replacement procedure (reference reg report: 3006705815-2021-06500), high impedances were diagnosed on the lead contacts. In turn, the lead was replaced as well during the ipg replacement procedure that took place on (B)(6) 2021. The issue was resolved and effective therapy was restored post-op. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.